Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported (B)(6) that the customer received a watchdog timeout alarm. It was also reported that the insulin pump had a message stating the device returned invalid entries. All data read will be discarded. No additional information was provided.